Event description:
Us distributor contacted zoll to report that a patient was treated 1 time by the lifevest. The patient reports they were conscious during the event. Patient was bending over and felt a little dizzy, went outside and received a shock. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were pressed after treatment delivered. The response buttons functioned appropriately. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. Patient went to the hospital for evaluation. No injury was reported from the treatment. The patient continues to use the lifevest. Holter data is not available for the time of the treatment.

Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The investigation has not yet been completed on the monitor. Device evaluation of the electrode belt has been completed. The reported problem (patient treatment) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction causing or contributing to the treatment.